Event description:
During an lavh procedure, a piece of the pks seal open forceps detached and fell into the pt's abdomen. The piece was retrieved with no pt harm. The procedure was completed with no further incidents.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.